Event description:
The customer reported via phone call that they were hospitalized due to high blood on an unknown date. The customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. Customer stated that the pump alarmed bad battery and insulin had leaked inside the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, failed batt test or battery failed alert and was hospitalized for high bgs found on (B)(6) 2022. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days and no blank display and failed batt test or battery failed alert noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:57:05.000 and (B)(6) 2022 02:07:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 15:06:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 00:37:00.000 and (B)(6) 2022 00:47:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:08:00.000 and (B)(6) 2022 01:18:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:09:49.000, (B)(6) 2022 02:09:42.000 and (B)(6) 2022 02:09:50.000. And failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:35:12.000 to 07:38:36.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1 and motor assembly. No corrosion or moisture damage found on the pcba2, force sensor and vibrator assembly noted. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement due to corrosion on the pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to verify customer alleged for high bgs. Blank display was not confirmed. However, failed batt test or battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Failed batt test or battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba1. During visual inspection, corrosion was also found on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.